Event description:
The log review is associated with 9616066-2013-00809 (internal file (B)(4)).

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No devices rec'd, log review only the requested log review of check programming and volume infused has been completed. According to the event logs the user programmed tpn on (B)(6) 2013 at 5:02pm to infuse at a rate of 3.2ml/hr and a vtbi of 150ml. Approximately 6 hours later the device had an air-in-line alarm, the rate was manually changed to 2.7ml/hr and the infusion was terminated. The logs show that the user powered off the pump module at 10:52pm and not at 11:30pm as initially reported. The total amount infused was 18.639ml. The root cause of the customer's request to determine if the infusion completed sooner than expected, from a leak or from programming could not be determined. The IV set and bag were not returned so the rate at which fluid could escape from a possible leak in the tubing could not be determined. The programming review could only determine how much fluid the pump recorded as being delivered, not how much fluid was left in the bag. No programming errors were found and no mechanical failures or errors for the device were recorded during the infusion.